Manufacturer narrative:
It was reported that the controller had a loose connector. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection because the controller power port 1 and 2 connectors were found loose from the controller housing with the o ring gasket displaced. Additionally, the serial port was also loose with the rubber cap missing from the serial port. This latter finding was not related to the reported event and could have been caused by mishandling of the unit. Manufacturing records review for (B)(4) did not reveal any non-conformances during manufacturing that could be related to the reported event. Upon completion of the review, it was concluded that the units met the internal requirements prior to their quality assurance process release. The most likely root cause of the loose connectors may be attributed to a shift in the manufacturing process. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient's primary controller was found to have "loose casing" during inspection of equipment at clinic visit. The patient was exchanged to the back-up controller without consequence and was provided another back-up controller. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.